Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon interrogation, the right ventricular lead exhibited r wave amplitude variation leading to undersensing. Programming changes were discussed.